Event description:
It was reported that the user announced a meal without eating in order to receive insulin after discovering a kinked cannula and then changing infusion supplies, and the user was counseled not to use meal announcements as a correction method. Symptoms were not reported. Outcomes included user education and troubleshooting regarding appropriate meal announcements and correction practices. Investigation included review of the reported use pattern and device performance context related to infusion set integrity. Investigation of this case revealed user technique concerns associated with a kinked cannula and the subsequent use of meal announcements for correction dosing. It was concluded, based on previously established findings for similar reports, that the cause was user technique.